Event description:
It was reported that the patient had coupling and/or communication issues while charging. The antenna locate feature needed to be used, and a power on reset (por) message was displayed. This lead to the normal recharging screen. The patient was instructed how to charge. No additional information was provided.

Manufacturer narrative:
Lead: model 39565-30 serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Lead: 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: 37743, serial# (B)(4). Extension: model 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. (B)(4).